Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient with known history of gastrointestinal bleedings developed anemia with low count hemoglobin of 7.7 mg/dl that was found upon evaluation at the emergency room. The patient was transfused with four units of packed red blood cells in 24 hour period. At the time of the event the patient was not taking any anticoagulants. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.